Event description:
A customer contacted baxter's technical service center to report a system error (se) 2240 (air in tubing) during fill 3 of 4 on the home choice (hc). The technical service representative (tsr) instructed the home patient (hp) to cycle power. The hp stated that the heater bag was not connected securely and became disconnected. The hc alarmed system error 2367. The tsr had the hp cycle power and explained that she would have to setup with all new supplies or she can perform manual therapy to finish. The hp stated that she would discontinue for the night and contact her registered nurse (rn) in the morning. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event.

Manufacturer narrative:
(B)(4). . This complaint for a system error 2240 (air in set) is confirmed because it was reported that heater bag was not connected securely and became disconnected during therapy, line disconnection is a known cause of se 2240. Per baxter labeling, users are instructed to be sure the lines are connected securely. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review was not conducted.